Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg), and lead migration was confirmed via xray imaging. As a result, the patient experienced a loss of stimulation and a return of pain. The patient was prescribed medication.

Manufacturer narrative:
Additional related devices: model number: sc-2366-50. Serial number: (B)(6). Batch/lot number: 19660475. Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI): (B)(4). Model number: sc-2366-50. Serial number: (B)(6). Batch/lot number: 21275003. Model/catalog description: linear 3-6 lead 50 cm. Unique identifier (UDI): (B)(4).